Event description:
It was reported to resmed that an astral device had intermittent power, powered down unexpectedly while using its internal battery and displayed total power failure alarms and multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Review of the alarms log confirmed the reported total power failure and multiple safety reset alarms. The reported intermittent power issue could not be replicated. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had intermittent power, powered down unexpectedly while using its internal battery and displayed total power failure alarms and multiple safety reset alarms. There was no patient harm or serious injury reported as a result of this incident.